Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported that the insulin pump stopped functioning during the night, and it makes high pitch noise. The blood glucose reading was 374mg/dl. Troubleshooting was performed, and the device had a frozen display with the time clock not advancing and unresponsive buttons. Advised the customer that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.